Manufacturer narrative:
Insulin pump received a64 alarm during self test due to faulty connector.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an insulin pump error alarm. The customer's blood glucose levels were 175 mg/dl at the time of the incident. The caller also stated issues with sensors. Troubleshooting was provided for the insulin pump error alarm. The alarm was cleared however they were unable to rewind the insulin pump. The insulin pump will return for analysis.